Manufacturer narrative:
This issue was determined to be caused by the overflowing cuvettes as observed by the field service engineer. There have been no further issues reported since the service actions.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for tina-quant hemoglobin a1cdx gen.3 (hba1c) on a cobas c513 analyzer commercial system (c513). The patient came in for a routine check up on (B)(6)2017 and the hba1c test was ordered. A sample from the patient initially resulted with an hba1c value of 11.5 % and this value was reported outside of the laboratory. The patient was then sent home with "netformin" medication based on the result. The "netformin" prescription was sent to the pharmacy on (B)(6) 2017, but it was not known when the patient started taking the medication. Later on (B)(6) 2017, the customer had issues with the water on the analyzer and noticed that cuvette rinse water was overflowing. A field service engineer went to the site and adjusted the rinse water to the correct volume. He also adjusted the probes and the gear pump pressure was checked. The customer performed calibration and confirmed quality controls. The customer confirmed precision by performing precision studies with control material. 265 patient samples were processed, with no failures. The system was found to be operational. After service actions were performed, the customer pulled all patient samples that were tested between 1 p.m. And midnight on (B)(6) 2017. The patient sample was repeated on (B)(6) 2017 and the repeat result was 5.6 %. The 5.6 % value was believed to be correct. The patient returned to the site on (B)(6) 2017 complaining of nausea and vomiting. The patient was admitted to the hospital for hypoglycemia. The customer stated the only treatment the patient received at the hospital was a computed tomography scan of the abdomen and a pelvic scan. The patient was released on (B)(6) 2017 and taken to a long term care facility. It was not known if the patient was originally from that facility. On (B)(6) 2017 at 07:13, the patient's glucose result was 82 mg/dl when tested on a beckman au instrument. On (B)(6) 2017 at 13:17, the patient's glucose result was 168 mg/dl when tested with an unknown point of care method. The patient was not adversely affected. The customer does not know the patient's current condition, but believes the patient's current status is stable. The hba1c reagent lot number and expiration date were asked for, but not provided. The customer declined a service visit and stated that the analyzer is working fine.